Manufacturer narrative:
(B)(4). The device was not received for investigation, therefore, the complaint of no audio output could not be confirmed. However, it should be noted that the dexcom user's guide states: "the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis." Additionally, it should also be noted that diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom technical support (ts) on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a hypoglycemic event and no audio output. Patient was asleep when the hypoglycemic event occured, however, patient believes that the receiver was set to vibrate at the time. Patient's sister administered a glucagon pen injection and fluids to patient, and patient recovered. Dexcom ts advised patient that receiver does not generate audio when set to vibrate. Patient uses device while on dialysis against user guide recommendations. At the time contact with dexcom ts, no further medical intervention or injuries were reported. Additionally, dexcom ts advised patient to test the alert functionality, however patient did not have receiver to test alerts at the time. No additional patient or event information is available.